Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. A force sensor test error was found in the event history log (ehl). This error was reproduced during functional testing. The error was occurring because the main pc board components were worn. The investigator was unable to calibrate the force sensor. No fault was found with the pump outside of the expected wear. The worn main pc board was replaced.

Event description:
It was reported that the force sensor was not registering when pressure was applied on the medfusion pump. No patient injury or complications were reported in relation to this event.